Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual and tactile examination found no kinks or damage along the hypotube, mid shaft, inner or outer polymer extrusion. The crimped stent was examined and distal stent damage was noted. Strut 1 and 2 from the distal end of the stent were damaged and pulled in a distal direction. The crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. No issues with the balloon cones or tip. The tip was visually and microscopically examined and no issues were noted. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 28aug2017. It was reported that difficulty crossing the lesion occurred. The target lesion was located in the circumflex (cx) artery. After a 0014 guide wire crossed the lesion, a 2.25x16mm promus element ¿ drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damaged.